Manufacturer narrative:
Additional testing was performed on the master tool manipulator (mtm) involved with this. Failure analysis investigation replicated the reported complaint during a sine cycle of the mtm. The mtm was tested using a golden motor for axis 1 and no errors were produced. As a fix, the axis 1 motor and axis 1 motor cable would be replaced.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replicated the reported issue and confirmed error 23025 on the right mtm axis 1. The fse replaced the right mtm to resolve the issue. The system was tested and verified as ready for use. Isi received the mtm involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the reported complaint. The mtm was installed on a mini console, but no testes were executed due to a 23025 error during the matlab initialization. It was noted that the error would occur on axis 1. The root cause of the issue was determined to be a component failure. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of the site's system logs for the reported procedure date was conducted by the tse during the initial troubleshooting. Investigation revealed the following possible related system errors: 23025/encoder quadrature fault on mtmr2 axis 1. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) contributed to the procedure being converted to laparoscopy to complete the case. Although there was no patient harm reported, if the alleged malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure, the customer informed the intuitive surgical, inc. (Isi) representative that they had issues with the right master tool manipulator (mtm) on the surgeon side console (ssc). The customer called into technical support and informed the technical support engineer (tse) that they had repeated 23025 faults. The tse reviewed the system error logs and discovered repeated 23025 errors on the right mtm axis 1. The tse recommended the customer power cycle the system, hard cycle the ssc, and exercise the right mtm. When the system was powered on, shortly after the surgeon started to take control of the instrument, the fault returned. The customer stated they would convert the procedure to laparoscopy to complete the case. There was no reported injury or harm. Isi has performed follow-up attempts to obtain additional information from the customer concerning the reported event, but no further details have been obtained as of the date of this report.